Manufacturer narrative:
(B)(4) the reported complaint that "the balloon was found to be unable to pass through the sheath" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "after inserted, the balloon was found to be unable to pass through the sheath with high resistance, and the treatment was completed by replacing new one". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after inserted, the balloon was found to be unable to pass through the sheath with high resistance, and the treatment was completed by replacing new one". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".